Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient via the manufacturer representative (rep) reported that their implant is turning off by itself. When the devices where checked it was shown that one side had shut off 400 times and the other side had shut off 120 times. It is unknown if the counters have ever been reset and unknown if there was any emi or environmental exposure issues. The patient is unable to associate the implant turning off with any certain location, environment, or activity, and when it turns off they turn it back on themselves. However, it was noted that it seems to be occurring more often since the patient moved into a retirement community. It was then noted that an unknown device has a magnetic reed switch. The patient is going to follow up with their healthcare provider (hcp). Replacement of the implants is planned due to normal, expected battery depletion and the patient was inquiring about the devices turning off on behalf of their hcp. There were no related patient symptoms. Indication for implant is dystonia and movement disorders.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator.

Event description:
No new information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.